Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on ra and rv leads reported. It appeared to be an insulation issue on both. Patient is dependent but has not complained of any issues other than back spasms. Ts observes just over 2 sec pause in one episode (assuming pause as they are dependent and it is noise). Revision will be planned.

Manufacturer narrative:
Lead was explanted on (B)(6) 2020 due to noise and oversensing. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.